Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman closure device was released. However, the closure device embolized. It was removed percutaneously using a sheath and a snare. Another watchman closure device of a different size was then implanted successfully. There were no patient complications reported and the patient's condition was stable.